Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the unit to have a broken cable assembly. To fix the issue, the fse replaced the fiber optic sensor extension assembly. A full calibration and functional check was performed per the factory calibration procedures. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor error. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.